Event description:
It was reported that 9800 system had a broken power cord. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the svc call. The system was tested and found to be working as intended and placed back into service.